Event description:
It was reported that a spectrum iq infusion pump over infused during chemotherapy in the oncology department. The bag finished six hours early. The rate was checked and the bag was 1 liter capacity. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional flow accuracy testing, the device was found to deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.